Event description:
A right percutaneous introducer was removed by physician. An occlusive dressing was applied for 5 minutes. Approximately 2-5 mins later, pt became diaphoretic, heart rate increased, color became dusky and pt experienced lightheadedness and nervousness.